Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported through the filing of a lawsuit that after implantation, the patient began experiencing significant pain and discomfort in the area of the device and suffered multiple dislocations. It is alleged that the patient underwent revision surgery on (B)(6) 2011 that included replacement of the left femoral neck, femoral head and acetabular liner.

Event description:
It was reported through the filing of a lawsuit that after implantation, the patient began experiencing significant pain and discomfort in the area of the device and suffered multiple dislocations. It is alleged that the patient underwent revision surgery on (B)(6) 2011 that included replacement of the left femoral neck, femoral head and acetabular liner.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular shell. Reported event: an event regarding dislocation involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned to manufacturer.